Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-24421. It was reported the patient is experiencing stimulation turning on by itself. Additionally, the patient reported a burning sensation and an episode of over-stimulation across the patient's back and down his left leg. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR. Report#: 1627487-2014-24421.additional information gathered revealed the patient's scs system was explanted.